Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 25 may 2024, it was reported by the patient that infusion set was fell off within 2 days of use. No further information available.